Manufacturer narrative:
Upon receipt, the lead under complaint was found cut approx. 32 cm distal to the is-1 connector pin. Only the distal fragment was received for analysis. The proximal fragment including the is-1 connector were missing. The returned lead fragment was visually and electrically analyzed. The visual inspection showed cuts in the insulation and deformations of the outer conductor coil and of the fixation helix. In addition, the distal part of the lead was partly pulled out of the ring electrode. It is reasonable to assume that these damages occurred during the explantation procedure. In the course of the electrical analysis, the dc resistances of the received conductor fragment were measured. No peculiarities were found. Further analysis of the returned lead fragment did not reveal any irregularity that might have contributed to the reported dislodgement. The manufacturing process for this lead was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process. In conclusion, the analysis did not reveal any sign of a material or manufacturing problem.

Event description:
Ous MDR - after an implantation period of approximately 46 months, dislodgement was reported.